Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation in clinic, far-field r-wave oversensing issue was observed. The patient appeared to be in atrial fibrillation which may have caused far-field r-wave oversensing. Programming changes were made. Patient was stable.